Event description:
Customer reported that she had high blood glucose of 238 mg/dl. Customer stated that the insulin pump was alarming button error she took the battery out trying to clear the alarm, but buttons were not responding and the screen was frozen on button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Unable to verify battery out limit due to no button response. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.